Manufacturer narrative:
Upon receipt in our post market quality assurance a thorough evaluation of the lead was performed. Visual inspection noted the lead tip was stretched which most likely occurred during the explant procedure. Resistance testing confirmed the electrical continuity of the lead. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
--

Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead was exhibiting pacing impedance measurements greater than 2000 ohms, no capture and no sensing. A fluoroscopy showed the lead had pulled completely back into the pocket. It was reported that the patient had fell with both arms in front of him a few months ago and the atrial impedance measurements began to rise. A revision procedure was performed and the lead was removed from service without further incident. No adverse patient effects were reported.